Event description:
In 2006, it was reported that the incompass construct was removed. On 08/31/2006, add'l info was obtained. The rep reported that the revision was performed due to pain. The construct was fused. During the removal of the construct, a screw head disassembled from the shaft and an instrument used for the removal bent. The surgery time was extended 40 mins.

Manufacturer narrative:
The investigation of the revision surgery for the construct was performed by reviewing the complaint investigation and product labeling. The revision was performed due to pain. As per the labeling, pain, discomfort, or abnormal sensations due to the presence of the device are potential known adverse events. There is no evidence to suggest a malfunction of the construct caused the patient's pain.